Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving morphine [7.5 mg/ml] at a dose of 3.60 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the representative was assisting with a pump replacement that day and found out (B)(6) 2016 that they were doing it because there was a volume discrepancy where the actual residual volume (arv) was greater than the expected residual volume (erv). The representative did not have any numbers for the volume discrepancy. It was noted that there had been a catheter access port (cap) dye study done and it was inconclusive. It was indicated that the catheter aspirated well so the hcp just replaced the pump. No alarms were present in the pump logs. No symptoms were reported.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed no anomaly. As per the pump¿s log, morphine with concentration 7.5 mg/ml was being administered at a simple continuous dose rate of 3.5981 mg/day as of (B)(6) 2016. The previously applied results code and conclusion code are no longer applicable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.